Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). As the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed lesion that was located in a calcified and severely tortuous left upper arm. On the first inflation the mustang 6.0 x 40, 40cm balloon was inflated to eighteen atmospheres and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.